Event description:
During an incident on an unk date involving a male cardiac pt being transported from 1 hosp to another hosp, this defibrillator was being used with con med monitoring pads to monitor the pt when it made a loud screeching noise and the screen went blank. The crew switched to a different monitor and delivered the pt safely to the hosp. Back at the station, they changed the battery and the unit powered on with a "needs service, clock" prompt.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. However, internal inspection found a component contact problem at r121 that could have caused the intermittent power condition experienced. Also, the unit powered on with a "needs service, clock" prompt indicating a low voltage clock battery that does not affect operation of the device for pt treatment. R121 and the clock battery were replaced and proper operation for pt treatment was again verified. The report of a screeching sound could not be duplicated and cannot be explained. The battery used at the scene was not returned for eval and was replaced by the customer prior to their "after incident" facility testing. The customer was sent a letter explaining our eval, suggesting the battery as another possible cause.